Event description:
It was reported that balloon rupture occurred. A 6.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when inflated. No complications were reported, and patient was fine post procedure.